Event description:
Information was received from a trial patient. Trial patient reported the bandage was all messed up so they called the hospital and they went to the hospital. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".